Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 590 mg/dl at the time of hospitalization. The customer experienced nausea, vomiting and also gave positive test for ketone. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer reported that the infusion set tape did not fit properly in the insertion device. The tape gets stuck to the side. The customer treated high blood glucose insulin pump, intravenous insulin and saline. Customer reported that the drive support cap appears normal. The customer reported that the infusion set cannula was became bent. The insulin pump will not be returned for analysis.